Manufacturer narrative:
(B)(4). It was reported that the procedure was performed on (B)(6) 2014. The patient was readmitted on (B)(6) 2014 for high white count, fever and pain. The patient was treated with IV antibiotics and no cultures were done. The patient had a cat scan that showed pelvic collections suggestive of an abscess. No information was provided on the patient¿s current status.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and an absorbable adhesion barrier was used. The patient experienced oozing from the incision line, a pelvic abscess and fever following insertion. The patient required readmission to the hospital. Additional information has been requested.